Manufacturer narrative:
Argus case (B)(4). Product complaint investigation 14 august 2019 (issue ID (B)(4)): the review of manufacturing / packaging batch records is not possible due to the lack of batch number. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the batch number or complaint sample. For further investigation the sample is needed. Please note that last batch of this item is from 16.04.2014 - expiry date 01.04.2019 which suggest the shelf life to be expired. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample.

Event description:
The bristles came loose and he choked on them [choking]. Made him very sick [sickness]. Case description: this case was reported by a consumer and described the occurrence of choking in a male patient who received gsk toothbrush (aquafresh kids toothbrush) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. In (B)(6) 2019, the patient started aquafresh kids toothbrush. On an unknown date, an unknown time after starting aquafresh kids toothbrush, the patient experienced choking (serious criteria gsk medically significant) and sickness. The action taken with aquafresh kids toothbrush was unknown. On an unknown date, the outcome of the choking and sickness were unknown. The reporter considered the choking and sickness to be related to aquafresh kids toothbrush. Additional information: adverse event information was received via email on 06 august 2019. The consumer stated "hi I purchased an infant toothbrush and was brushing my babies teeth when the bristles came loose and he choked on them and made him very sick. I'm not happy about this at all, the tooth brush was only a couple of weeks old and has barely been used as he's only just got a couple of teeth." Adverse event revision information received for initial information received on 06 august 2019. The case was associated with product complaint. The event of product complaint was added in the case with causality not applicable. Follow up information was received on 14 august 2019 from quality assurance (qa) department regarding complaint number (B)(4) (issue number) for lot number unknown. The investigation report included that, the product sample was not received. The review of manufacturing or packaging batch records was not possible due to the lack of batch number. Qa analysis revealed the complaint to be unsubstantiated.